Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that a gap was found at the front part of the device. The 90% stenosed target lesion was located in the left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that a gap was found at the front part and the physician found the device was broken. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed partial collar and shaft detachment.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft detachment. There were numerous kinks to both the hypotube and shaft of the device. Photo media was reviewed and depicted in photo 1 was a full collar separation with no batch to the device was visible. Photo 2 depicted partial collar and shaft detachment. Batch visible to manifold indicates the reported complaint device. No other issues were identified during the product analysis.